Manufacturer narrative:
H3, h6: the navio anspach emax 2 plus drill, pn pfsr101209, sn (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed performance verification pv0005, rev b. The reported problem was confirmed. The burr did not spin & the e2 error appeared. The most likely cause of this event is mechanical failure related to the motor. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Refer to the navio surgical system user¿s manual, section assembling the hardware, assembling the handpiece for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, during the femur milling stage in a navio assisted tka surgery, the error e6 was prompted on the anspatch console. The procedure was completed with manual instrumentation without signigicant delays. The patient was not harmed beyond the reported problem. Moreover, after the case, the anspach emax 2 plus hand piece - rohs was checked and it was found that the burr did not spin when connected to the drill.

Manufacturer narrative:
Internal complaint reference (B)(4).